Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after inserting the balloon into the abdomen, the balloon did not inflate because it was punctured.